Manufacturer narrative:
A review of the complaint history for (B)(6) performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) formed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was unable to open. A field service engineer (fse) found that the drawer was not detected on the bus, attempted to recover the drawer using the user application, but the drawer failed. The fse then reconnected all the connections, after which all functions returned to normal and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es drawer failed and would not open. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.